Event description:
The customer stated that he performed a control test and received a result of 194 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. Further troubleshooting of the system showed it to be operating as designed. No product will be returned.